Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights powerled. Initial allegation was not clear enough to decide if issue with the device is risk related. After visit in the user facility, the getinge technician established that some particles were missing from the lexan protector. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. The device has been repaired by replacement of lexan protector and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The keypad peeling off is a normal wear at this location. In the chapter daily inspection before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 2nd april, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled 500/500. Initial allegation was not clear enough to decide if issue with the device is risk related. On 1st may 2024, after visit in the user facility, the getinge technician established that some particles were missing from the lexan protector. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.